Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance (138 ohms) over the last year. The rv lead remains implanted. No adverse patient effects have been reported. The initial report was submitted with a incorrect serial number. This final report has the corrected serial number of the lead. The rv lead remains implanted. No adverse patient effects have been reported. At this time no additional testing or intervention has been done.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance (138 ohms) over the last year. The rv lead remains implanted. No adverse patient effects have been reported.